Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, it has been determined that the device was returned to the manufacturer on 11/4/2025. The device was evaluated by the manufacturer. The type of investigation included testing of the actual/suspected device and trend analysis. A malfunction was observed without conlcusive finding. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
On (B)(6) 2025, the customer reported that shortly after insertion of the foley catheter, the balloon ruptured and the catheter dislodged. The device was subsequently replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
On (B)(6) 2025, the customer reported that shortly after insertion of the foley catheter, the balloon ruptured and the catheter dislodged. The device was subsequently replaced.